Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2005. It was reported that the pt was experiencing pain at the ipg pocket. The reported discomfort was said to be present regardless of the stimulator's function. Surgical intervention was undertaken to replace the pt's ipg with a smaller model. No further complications were reported.